Manufacturer narrative:
(B)(4). Device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Did the tissue pad melt? (See pictures attached which show the pad being loose, but not fallen off the clamp arm; and another photo of the ¿groove¿) or did any part of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?). If yes, did any piece fall into the patient? Was the piece retrieved? Did this cause a change in the plan of care for the patient? Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? Please, explain how the ¿device broke¿.

Event description:
It was reported that during a laparoscopic partial nephrectomy procedure, at the beginning of the procedure, the device broke and released the internal part of the extremity arm. It was necessary to change the product. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Date sent; 1/24/2024. This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #1. G6: follow-up number #1.